Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring medication to raise the patient¿s blood pressure. During the last ablation near the inferior vena cava (ivc) junction a steam pop was heard. There was no significant increase or decrease of impedance readings until the impedance spike when the steam pop was heard. Using ultrasound, a pericardial effusion was noted, and the patient¿s blood pressure lowered and was treated with a medication. The pericardial effusion was monitored, and no intervention was necessary as the patient was stable. There were no errors with equipment and hospital does not want the units examined. This adverse event was discovered after the steam pop. The physician¿s opinion on the cause of this adverse event is the procedure. The patient outcome of the adverse event is fully recovered to the bwi sales consultants¿ knowledge. The patient did not require extended hospitalization because of the adverse event. A smartablate generator was used in the event, the serial number is unavailable. A transseptal puncture was not performed. Prior to noting the pericardial effusion, ablation was performed. The event occurred during ablation. An irrigated catheter was used in the event, the flow setting stsf with instructions for use (IFU) flow settings. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation as appropriate on automatic. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, and vector force visualization features were used. The visitag module was used, the parameters for stability used were 2.5 for 3 seconds and 25% for 3 grams. Respiratory gating with tag size of 3 additional filter was used with the visitag. Time color option was used prospectively. The impedance cut-off value was not exceeded; manual off. The user was able to stop the ablation using the stop button on the remote. Generator parameters were default and power control. Steam pop is not MDR-reportable. High impedance is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 17-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring medication to raise the patient¿s blood pressure. Device evaluation details: visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30676878l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).